Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor functioned properly and no anomaly noted. The insulin pump was tested with a water fill test reservoir, programmed with multiple boluses and monitored; all boluses delivered properly and no air bubbles anomaly noted. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 39 mg/dl. The customer was treated for the low blood glucose with cookies. Customer states when she pulls them apart the package of the reservoir next to it opens. Customer states she's unable to use those reservoirs because they become unsterile. Customer states she will resolve the issue by purging the bubbles to the top of the reservoir and priming them out of the line. The customer returned the product for analysis.